Event description:
It was reported that during the procedure, the drill broke apart while drilling. Some pieces fell into the patient, but will were recovered. There was no harm or health consequences to the patient. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. The following sections were updated/corrected. The etching on the returned driver was verified to match the complaint. Visual inspection found the outer sleeve to be torn. The tear wraps all the way around the shaft. The shaft is bent near the center. The sleeve is bunched up and feels rippled to the touch near the bend. Scuffing was observed on the both the head and connector due to assembly and disassembly. The complaint was confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.